Manufacturer narrative:
H6: investigation summary: it was reported the syringes contained moisture inside the syringe tip and a few had unexplainable dark spots inside sealed packaging of syringes. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister. The bottom of the syringe barrel appears to have the medical grade lubricant that is applied to the inner wall of the syringe barrel and rubber stopper during manufacturing. No other information could be obtained from the photo. A device history record review was completed for provided material number 305864, possible lot numbers 2243929 and 2243934. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd¿ enteral syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: through inspection prior to use multiple lots of med-rx bd sterile syringes for oral/enteral mostly contained moisture inside syringe tip and/or barrel, and few had unexplainable dark spots inside sealed packaging of syringes.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ enteral syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: through inspection prior to use multiple lots of med-rx bd sterile syringes for oral/enteral mostly contained moisture inside syringe tip and/or barrel, and few had unexplainable dark spots inside sealed packaging of syringes.